Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Two photographs were provided for investigation. One of the photographs was of a section of the top web of the packaging. The package was labeled with lot: 4010709. This information was verified to align with the information recorded in the complaint file. The second photograph was of the safety shield from the implicated insyte autoguard. The device had been used as the catheter had been advanced off of the safety shield and the needle had been retracted. Residual material, which appeared consistent with blood, was seen within the finger grip and on the edge of the finger grip where it attaches to the catheter adaptor. It appeared that there were two small drops of fluid within the finger grip and three drops of fluid on the distal edge of the finger grip. The reported nonconformance has been confirmed. Although your reported issue was confirmed, the photographs provided for this incident did not present sufficient evidence to identify a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard blood splatter during needle retraction. The following information was provided by the initial reporter: customer states that when pushing the needle to retract, the nurses are getting blood splatter. The blood is topical, so none of the nurses had to have any tests done. The nurses are wearing proper ppe.